Event description:
A hospital in (B)(6) reported that a "rupture" was found at the angle connector of the inspiratory limb of an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit . This was found prior to patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory limb of the complaint rt319 breathing circuit was returned to fisher & paykel healthcare (B)(4) for visual inspection. Results: the visual inspection of the complaint breathing circuit revealed that the elbow cuffs was split, confirming the reported fault. A lot check revealed one other complaint of this type for lot 110209. Conclusion: the root cause of the split on the elbow cuff cannot be determined. It is likely that the elbow cuffs have split after the elbow was assembled. All breathing circuits are visually inspected before leaving production. It is possible that operator error has resulted in not identifying the split cuffs, however from our knowledge of the product we know that it can take several hours for the cuff to split so that the damage was not necessarily visible during the visual inspection before packing the product. Additional visual inspections have been implemented to confirm that the cuff is intact.